Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of implant: reported as 2013. Device has not been reported as explanted. Device is not expected to be returned. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the prodisc-c implant has possibly superiorly subsided. During a post-operative review of an x-ray on an unknown date, the surgeon noted a possible superior subsiding of the prodisc-c implant. The patient was implanted with the device at an unknown level in 2013. This report is for one unknown prodisc-c implant. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Describe event or problem: additional information provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update, 17-jan-2017: product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Files reviewed, and x-ray¿s, per the medical reviewer states the following: without comparing this x-ray with pre-op x-ray or x-ray taken right after the surgery, and without knowing the time duration between this x-ray and the surgery date, I cannot determine if that¿s subsidence or osteophyte overgrowth.